Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported failure could not be determined at this time. The most likely cause of the failure is that the device may have come into contact with a metal material during the hf output, or excessive force or stress was applied to the electrode loop during use. The instruction manual contains warning statements in an effort to prevent damage to the device. "When attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged. ".

Event description:
Olympus was informed that during an unspecified procedure, the electrode loop broke. It is unknown if any of the device fragment fell into the patient. The intended procedure was completed with a similar device. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection found the electrode loop broken at the distal tip with burn stains observed on the posts of the electrode. The broken loop portion was returned back to olympus for investigation; however, do to the broken loop at distal tip no continuity testing could be performed. The most likely root cause for the reported event can be attributed to impact damage due to excessive force being applied to move tissue during the procedure, resulting in the loop breakage. The instruction manual warns users: ¿before use, read this manual, the olympus endoscopy system guide, and the manuals for all other equipment which will be used during the procedure. An insufficient understanding of the dangers, warnings, cautions, and information in these manuals can result in death, serious injury, or equipment damage.¿